Event description:
It was reported that the patient was not being able to adjust stimulation. An out of regulation was reported and the patient saw the patient programmer displayed "call your doctor" icon. The patient saw message in the morning on the call day. While the stimulation was turned on, the patient felt stimulation more in her legs than her back since out of regulation message. The patient still having concerns regarding her therapy or device, but she was working with her doctor or manufacturing representative. The patient saw her doctor on (B)(6) 2012 and the first available surgery date is on (B)(6) 2012. The patient wanted to expedite the surgery.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).